Manufacturer narrative:
Terumo has received the actual device for evaluation; however, terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, an error message appeared on the shunt sensor. The product was changed out. There was 10cc of blood loss. The surgery was completed successfully.